Event description:
Drive devilbiss was notified of an incident involving a rollator by the end user's son who stated that the end user fell while using the rollator when the left front wheel stopped turning. The end user was admitted to the hospital with a spinal fracture and hematoma to the knee. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.